Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1.0 ml syringe with 0.6 ml of gel remaining in it received with a cap, no needle. A crack is observed at the 3 mm luer lock level. Device labeling: 5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that during injection with 1 syringe of juvéderm volbella® xc, the luer lock cracked. Patient contact was made, but no injury to patient, staff, or injector occurred.